Event description:
It was reported that the tip of a distraction pin fractured inside a patient intra-operatively, but was subsequently removed, and the surgery was completed using a spare pin without the incident leading to any patient harm or procedural delays.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a distraction pin fractured inside a patient intra-operatively, but was subsequently removed, and the surgery was completed using a spare pin without the incident leading to any patient harm or procedural delays.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h4 and h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however photos were provided which show that the threaded end of the device has fractured off. Root cause: this event could possibly be attributed to excessive forces applied to the pins during distraction. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.